Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to hospital for device interrogation on (B)(6) 2016, patient mentioned about visiting another hospital on (B)(6) 2016 due to shortness of breath and congestive/acute decompensated heart failure. Patient was admitted and was treated with medications. The device was not interrogated during hospitalization. Patient was discharged three days later in stable condition. It was mentioned that the patient had left ankle fracture on (B)(6) 2016 for which the patient was not hospitalized and was treated non-operatively with cast/boot. During device interrogation this time, inadequate capture and several noise oversensing episodes were observed. Upon reviewing the x-rays from previous hospitalization, it was noted that the lead was slightly moved. Programming changes were made. The patient was stable, recovering, and went home.